Manufacturer narrative:
The product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that a small peripheral tear/scuff at haptic and optic junction was noticed following implantation of an intraocular lens (iol). The iol remains implanted in the eye. Patient harm was not reported.